Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a amia automated pd cycler set without an alarm during peritoneal dialysis therapy. This event occurred during drain two of five while the patient was connected. The caregiver advised there was air in the line. The technical service representative (tsr) was trying to troubleshoot. The caregiver stated everything was fine, they already checked. The caregiver stated they thought that the problem was with the cassette. The tsr advised that if air was in the line then therapy needed to be ended and started over. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.